Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The device was returned to the manufacturer service center regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information in relation to a dreamstation auto CPAP unit. The device was returned to a third-party service center. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. The third-party service center confirms the complaint of deep scratch on bottom enclosure, and it was replaced. The device operating software was upgraded and also passed final test. There were no other errors found.